Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contact in bay two of the device was broken off. It was further observed that the contact in, in bay three of the device was loose and bay four would not charge the battery devices as the red error/warning light came on. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the copper prongs on the middle bay of the universal battery charger device were broken off and coming out. During an in-house engineering evaluation, it was observed that the contact in, in bay two of the device was broken off. It was further observed that the contact in bay three of the device was loose and bay four would not charge the battery devices as the red error/warning light came on. This event did not occur during surgery. There were no delays to a planned surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.